Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Top case was cracked in front left corner, right and left plunger cases were cracked, and bottom case was cracked under the l-bracket. "Travel coarse error - check clutch/plunger lever" was found in event history log. Occlusion testing performed. The customer's problem was confirmed. The root cause was the leadscrew, and right and left clutch halves were found to be worn. Replaced worn leadscrew and clutch halves. Device passed all the functional testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a travel coarse error (b2011659). There was unknown patient involvement, and no harm/adverse events were reported.

Event description:
Additional information reported event occurred during testing and there was no patient involvement.

Manufacturer narrative:
B5: additional information reported the event occurred during testing and there was no patient involvement.